Manufacturer narrative:
Additional information: mw5089627. The reported product problem for separation and leakage could not be replicated or confirmed. Both cl-13 device lot numbers met the visual, dimensional and functional testing. The manufacturing and expiration dates are unknown as lot information was not specified. The device history review (DHR) for lot numbers 3601318 and 3835917 were reviewed and there were no relevant non-conformances found. The two (2) new cl-13 devices were each tested separately with the one 250ml 5% dextrose bag by attaching the spike of the cl-13 device into the bag port. The bag was then placed on an IV pole. A 36" tubing set from inventory was attached to the cl-13 tubing. The drip chamber on the tubing set from inventory was squeezed three times and the setup was primed with the solution from the bag. 100ml of solution was allowed to flow through the set up. No leakage or separation occurred. A chemolock injector from inventory was then attached to the chemolock side port. Solution from the bag was allowed to flow through the chemolock port. The injector was then removed. No leakage or separation occurred between the dextrose bag and the cl-13 spikes. Both cl-13 lot numbers did not leak or separate from the bag.

Event description:
Mw5089627 was received stating the spike port adaptor was dislodged from the compounded carboplatin ivpb when the nurse attempted to hang the IV solution bag causing a spill. The product was spilled on the patient's clothing however there was no harm to the patient reported. No additional information is known at this time.